Event description:
Bed was noted to be deflated with pt sunk (depressed) into the mattress. There had been a smell of something burning by a therapist. MFR stated it must be an electrical malfunction. The pt had a pink area noted on her left neck of about 3 cm by 1 cm which has changed to a much darker area. Plastic surgeon was called for consult; he diagnosed as a contact burn. The bed had been in use about 24 hrs. There is a question if there may be some damage after an x-ray was taken. ? Cause of deflation at this time. There was other equipment in use at the time of the event. All the equipment had safety checks very recently. MFR is very confused as to what exactly may have caused this event. The fact is the burn area on the left lateral neck indicates that the pt would have had a burn perhaps on her back as that was the most dependent area in the bed. Rptr has attempted to determine if some other factor would have contributed. There has been a suggestion that a blanket under the pt may have had a wet area about the neck which would then have contributed. At present, the facility can't confirm this suggestion.